Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as an unspecified touch contamination. Three days prior to diagnosis of peritonitis, the patient was hospitalized for an unreported indication. Subsequently during hospitalization, the patient experienced peritonitis. On an unknown date, the hp was treated with an unknown antibiotic (dose, frequency and route not specified). Twenty-one days after being admitted to the hospital, the patient was discharged, and was recovered from the event. On an unreported date, the patient was retrained in proper aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.